Manufacturer narrative:
Additional information was added to h3, h6, and h11. H11: three (3) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed and no issues were observed. Torque engagement testing was performed, and the engage and disengage force to open and close the twist sleeve was acceptable and met specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and twist clamp of an unspecified quantity of minicap transfer sets. The light blue part does not connect securely to the white part. It would "pop" into place but slid out of place; it was extremely loose and easy to turn. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.